Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The manufacturer representative reported that during an acupuncture session, a doctor who was using needles in the bottom of the patient's back received a short circuit and now all the impedances were above 4 ,000 ohms.

Event description:
Additional information received from the manufacturer representative reported a revision was planned for (B)(6) 2016. The patient's medical history included overactive bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.